Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: an agile esophageal delivery system was received for analysis. The stent was not returned. Visual inspection revealed the outer sheath detached and the inner sheath kinked. No other problems were noted with the delivery system. Product analysis confirmed the reported event of sheath break; however, the reported event of stent partially deployed cannot be confirmed since the stent was not returned for analysis. The investigation concluded that most likely procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered rmv stent was used in the esophagus to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, the outer blue sheath broke. The stent was then removed partially deployed together with the delivery system. The procedure was cancelled as no alternative device was available. There were no patient complications reported as a result of this event. Note: a photo of the device was provided showing that the outer blue sheath was broken.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered rmv stent was used in the esophagus to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, the outer blue sheath broke. The stent was then removed together with the delivery system. The procedure was cancelled as no alternative device was available. There were no patient complications reported as a result of this event. Note: a photo of the device was provided showing that the outer blue sheath was broken.